Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, the surgeon felt 5mm imprecise once they reached the tumor. The surgeon completed the procedure with the use of the navigation system. It was reported that the surgeon felt accurate following tracer registration and going sterile. Following completion of the procedure, the surgeon un-draped and confirmed accuracy where they felt accurate. It was reported that the tracer registration was performed in the lateral/posterior position increasing the difficulty of the registration. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the surgeon elected to use an older, non-up to date CT scan as no MRI was available. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.